Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Inspection of the device revealed that the sheath was torn 81.5cm distal of the strain relief. The appearance of the torn sheath revealed that the sheath was twisted causing the damage. Functional testing was performed by attempting to rotate the drive shaft; however, it was unable to rotate, confirming that the ultem was melted. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event. Product analysis confirmed the reported events, as the sheath was torn and the ultem was melted causing the advancer not to work properly.

Event description:
It was reported that the mid part outer sheath of the drive shaft became detached. A 1.75mm rotalink plus was selected for use. Upon preparation, test rotation was performed as usual procedure when the burr was advanced right before the y- connector. However, abnormal/unusual sound was heard and the rotation speed did not increased. Subsequently, the usage was stopped as it was confirmed that the mid part outer sheath of the drive shaft became separated. The procedure was completed with another of the same device. No patient complications were reported.